Event description:
It was reported high, out of range, pacing lead impedance and high threshold were observed. The lead was capped and replaced. The patient condition was normal after the event.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.